Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A consumer reported that after an intraocular lens (iol) was implanted in her left eye, she is having trouble seeing. The consumer is unable to read comfortably and is wearing corrective lenses. She went to have a second opinion and that physician stated that the lens was off-center and inward toward the nose. She reported the same issue with the lens that is implanted in her fellow eye. Additional information was requested. There are two medical device reports associated with this event. This report is associated with the intraocular lens implanted in the left eye.